Event description:
It was reported that after successful deployment of two stents, the physician was attempting to advance the maverick2 to a diagonal branch. The catheter became stuck on one of the stents and the tip separated. The tip of the catheter was retrieved. Patient status is listed as "okay".